Event description:
I went to laseraway to have a skin tightening treatment. They used a machine called thermage flx. Immediately after, my face was bottom heavy, I had marionette lines, and within a few days my face was very skinny. The machine melted the fat on my fat pads. In addition, now, anytime a topical makes my face red or I react to it, it cause my fat pad and face to droop. It will eventually tighten back up, but it's a roller coaster. Before this treatment was done, if there was any inflammation in my face from using a topical it would be red for a few hours then go away, but now the inflammation will stay at times for weeks, and my face starts drooping. When my face droops it looks like my skin is melting off my face.